Event description:
Rptr claims while end user was in ireland, the top adjuster on the jay 2 back snapped in half. End user claims they were going down the sidewalk and the bracket gave way, causing end user to fall out of the chair. End user landed on their head and received a dozen stitches at a local hosp in ireland.